Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reappear.